Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the patient was due for weekly trach change. Patient has a 3.5 trach tube cuffed with 2ml of sterile water. An hour after trach change, patient was eventing with increased c02s, restricted volumes on vent and giant air leak with head bobbing and retractions. Respiratory therapist (rt) at bedside with registered nurse (rn) troubleshooting cause of events and increasing c02. Changed trach out emergently with rt; previous trach cuff was found to not inflate. (Unknown lot number).

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be completed. One sample was received. No defects was found during visual inspection. No leak was found during fictional testing. The complaint was not confirmed. The root cause of the reported issue was not able to be determined. No corrective actions were taken since the complaint was not confirmed.